Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen not working at the bottom of the display. It was reported there was no patient involvement at the time the issue was discovered, it was discovered during testing before use. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse recalibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.